Event description:
It was reported that the customer's blood glucose level was high, reaching 525 mg/dl. The customer took corrective action by administering a correction bolus via the pump as well as a correction injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.